Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.50x38mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the shaft broke. A balloon was then inflated to trap the broken delivery system within the guide catheter and the everything was removed simultaneously. The procedure was completed with a little bit shorter sized stent. No patient complications were reported and the patient's status was fine.